Event description:
It was reported that during a da vinci-assisted lymphadenectomy surgical procedure, the clinical sales representative (csr) informed the technical support engineer (tse) that the system was showing a recoverable fault 23072 on arm 2 and even after recovering, the fault was still present. The tse checked the system's event logs and identified fault 23072 on arm 2, indicating dof 3. The tse instructed the csr to make some movements with the arm before recovering the fault, but it was not possible because the arm was locked. The team decided to disable arm 2 and continue with the procedure. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fault was only occurring when moving axis 3 of set up joint (suj) 2. The fse recalibrated suj2 axis 3 to resolve the issue. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation. The probable root cause of the fault on arm 2 is attributed to a loss or lack of calibration on the suj. The issue was resolved with a recalibration of the suj axis by the fse. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Manufacturer narrative:
The technical service engineer (tse) confirmed the issue was occurring on the axis 3 of the universal surgical manipulator (usm) 2. The fse re-calibrated the affected usm to resolve the reported complaint. The system was tested and verified as ready for use. The probable root cause of error 23072 is attributed to a sensor failure resulting in a difference between the primary and secondary setup joint (suj) readings that is larger than expected. The arm with the faulty suj sensor is placed in a locked state while the remaining arms on the system arm placed in a recoverable soft-lock mode. The probable root cause of the fault on arm 2 is attributed to a loss or lack of calibration on the suj. The issue was resolved with a recalibration of the suj axis by the fse. If this error cannot be cleared, then the user has the option to disable the affected arm and continue using the system in a reduced capacity.

Event description:
Refer to h11 for follow-up information.